Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 09-jun-2024, it was reported that the patient faced infusion set fell off during use. The infusion set was in use for 1/2 hour. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 2.